Event description:
On (B)(6) 2012, the reporter contacted animas alleging that after changing the battery following a low battery warning, the pump was very warm, and the old battery was too hot to hold. The reporter received no injury from the battery because she did not hold it for long. The reporter is using the recommended battery. Last battery change was approximately one month ago, and the battery cap was replaced within the last 90 days. There is reportedly no corrosion, no exposure to moisture or trauma to pump. The reporter is on a back up plan. There is no reported adverse event related to this issue. This complaint is being reported due the allegation that the pump overheated.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the reported issue of the pump overheating. The battery compartment and cap were intact with no physical damage or evidence of moisture ingress observed. Pump powered on normally and was exercised for 10 hours: no overheating or alarms were duplicated. Electrical current draws were found to be within specification. The pump cover was removed for internal inspection . The power flex, battery connections and printed circuit board were tested for intermittent conditions and no defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.